Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 1 patient clearance button was not working. The customer indicated the case was ongoing and that no troubleshooting could be performed at that time but planned to power cycle the system at the end of the procedure and then verify that the arm was not being blocked and that its range of motion was not limited. The procedure was completing as planned with no reported injury. Isi followed up with the robotic coordinator and obtained the following additional information: the customer rebooted the system, but the issue could not be resolved. Usm 1 was not working and could not be used for the procedure. The procedure usually needed all four arms, but it was completed with only three arms due to the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform where the insertion button test was found to be failing on the tornado down button. Once testing was completed, the insertion switch assembly was aba tested and was verified to be the source of the fault. The probable root cause is attributed to the insertion switch assembly in the usm. This issue can be resolved by having the fse replace the usm.